Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the mildly tortuous, mildly calcified, 90% stenosed, mid right coronary artery. The 2.5x15 mm trek rx balloon catheter was used successfully for predilatation one time at 12 atmospheres and was retracted from the anatomy. An unknown stent delivery system did not cross the lesion so the same trek balloon was rewrapped using the protective sheath; however, the rewrap was not successful and another balloon catheter was used for predilatation. The rewrapped balloon was inflated outside the patients body and after inflation, the balloon partially deflated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.